Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited non-capture and oversensing of the right atrium during a device evaluation. An x-ray was performed and it was determined that this lead had dislodged. Subsequently, the patient underwent a revision procedure and this product was explanted and replaced as it was unable to be repositioned. No further adverse patient effects were reported.